Event description:
Lar procedure. Cs29 dlu got into firing range, fired and pc displayed "firing complete" message on pc. Upon removal, only the distal donut was contained in the insturment. Upon flex sigmoid endoscopy, the proximal donut was observed inside the lumen of the colon still attached by a small strand of tissue that was not transected. A leak was noted during an air leak test and was corrected with a temporary ileostomy.